Manufacturer narrative:
Image review: the images capture the moderately calcified and tortuous lesion site in the mid rca as reported by the account. The attempted delivery of the resolute onyx 2.5 x12mm is captured in the images. Previously deployed stents are visible along the mid rca. The next image captures the resolute onyx stent partially dislodged from the delivery system. The proximal stent appears to be bunched and deformed. In the next images the dislodged stent remains in the proximal rca. There are no images capturing the withdrawal of the delivery system. An unidentified stent is used to jail the dislodged stent to the vessel wall. The dislodged stent is clearly visible in the proximal rca. The dislodgement therefore can be confirmed as reported by the account. Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The distal tip was flared and deformed. Kinks were evident along the hypotube. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous mid rca lesion exhibiting 70% stenosis. No damage was noted to the device packaging or issues noted removing the device from the hoop tray. The device was inspected without issue. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered while advancing the device but no excessive force used. Stent dislodgement was reported to have occurred during delivery to/at the lesion. It was reported that the stent was placed proximal from the lesion. A new stent was then used. No adverse events were reported. Image review shows that an unidentified stent is used to jail the dislodged stent to the vessel wall. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.